Event description:
Event description cpi received information that this during a routine follow-up examination, this ventak prx implantable cardioverter defibrillator (ICD) was found to be in monitor only mode (ICD senses and detects arrhythmias, but therapy delivery functions are disabled). The feature that allows a magnet to switch modes was disabled, to prevent the mode from being affected by a magnetic field. A patient data disk was sent to cpi for analysis.